Event description:
During an atrial fibrillation ablation procedure, it was noted that the extension tube of three way stopcock became separated from the introducer. The device was replaced to a new one and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of a detached sideport was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.